Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the cause of the pump pocket seroma was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study reported the patient's baseline weight was (B)(6) lbs.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the outcome of the event resolved without sequelae on (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving dilaudid 2.0mg/ml for a total dose of 0.3499mg/day via an implantable pump for non-malignant pain and degenerative disc disease/herniated disc pain. It was reported on (B)(6) 2017 there was an increase of fluid in pump pocket post increased activity. On (B)(6) 2017 a magnetic resonance imaging (MRI) without contrast was performed and there was no granuloma at the tip. No action was taken at this time, but a pump pocket revision was to be scheduled. The outcome of the event was noted as ongoing. The clinical diagnosis was pump pocket seroma. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was possibly related. The event date was (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient had a pump pocket revision, on (B)(6) 2018, in which the pump was repositioned. The event status was unknown.